Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible over- and undersensing during recorded episodes, none of which appeared to alert the device therapies. Additionally, the right atrial (ra) lead also exhibited possible undersensing on recorded episodes. The leads remain in use. No patient complications have been reported as a result of this event.